Event description:
It was reported that a bridge bolus was incorrectly performed. The health care provider (hcp) had entered the concentration rather than the dose. It was believed that the bolus ran for approximately fifteen minutes, but this was not confirmed. The patient was not showing any adverse symptoms at the time of the report. This device system delivered bupivacaine and fentanyl. Additional information was requested. It was further reported that the patient did not have any symptoms as the error was caught shortly after the update. The bridge bolus old desired dose was programmed at 40 milligrams per milliliter instead of 11.992 milligrams per milliliter of bupivacaine. The patient was doing fine as reported by the clinic.

Manufacturer narrative:
Product ID 8840, serial# unknown; product type programmer, physician product ID 8780, serial# (B)(4), implanted: 2012 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4).